Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/12/2021. H.6. Investigation: one used extension set, model 10014914 lot 20076647, was received by the customer for investigation. Upon visual inspection, it could be observed that the set's pressure sensing disk had disconnected from the tubing. The separated tubing was not returned. No other defects were observed. The customer's complaint that the distal end of tubing came dislodged from the pressure sensing disc was verified. One bifuse extension set was returned as well. Visual inspection under magnification was performed on the internal tubing engagement component of the pressure sensing disk. No solvent was observed. A device history record review for model 10014914 lot number 20076647 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The investigation suggested that the dislodged/ separated failure mode between the sensor disc and tubing was caused by the inconsistent use of the solvent applicator. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of separation other component - no leak with lot #20076647 regarding item #10014914.

Event description:
It was reported that the dehp-free adset mic tbg disc 60 in experienced spontaneous disconnection. The following information was provided by the initial reporter: distal end of tubing came dislodged from the pressure sensing disc. Patient injury: no.

Manufacturer narrative:
Initial reporter e-mail: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the dehp-free adset mic tbg disc 60 in experienced spontaneous disconnection. The following information was provided by the initial reporter: distal end of tubing came dislodged from the pressure sensing disc. Patient injury: no.